Manufacturer narrative:
MDR 1219913-2020-00503 was filed on november 6, 2020. Additional information - november 20, 2020: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The atellica im sars-cov-2 total (cov2t) lot 035 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
Siemens reviewed the calibration and patient data provided. No significant degradation in rlus was observed. Rlus obtained by the customer are similar to what is observed by united states accounts 139 samples were tested from (B)(6) 2020 - (B)(6) 2020, 12 of these samples are resulting around the cutoff of 1.00 index ((B)(4)). The sample type is serum, bd sst tubes. The customer runs the cov2t assay run in batch but follows the customer bulletin random access capability for sars-cov-2 total (cov2t) and sars-cov-2 igg (cov2g) (11537135, rev. A). Siemens is investigating. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer obtained initially reactive (positive) atellica im sars-cov-2 total (cov2t) results for five patient samples that were nonreactive (negative) upon repeat testing. The reactive (positive) results were considered discordant when compared to the repeat nonreactive (negative) results. The initial cov2t results were not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.